Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the meter would not turn on with either button press or test strip insertion. Due to delivery delay, customer reported an adverse event in which they experienced dizziness, seizure, and loss of consciousness. However, the customer reported that no third-party intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is per the customer report of "4 months ago", from the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unknown.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the meter would not turn on with either button press or test strip insertion. Due to delivery delay, customer reported an adverse event in which they experienced dizziness, seizure, and loss of consciousness. However, the customer reported that no third-party intervention was required. There was no report of death or permanent injury associated with this event.